Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient¿s spouse, on (B)(6) 2026, the patient experienced a loss of consciousness. The cgm reading at the time of the event was unknown. The patient was transported to the hospital, where a comparison between the cgm and a fingerstick was obtained: the cgm displayed 93 mg/dl, while the bg meter reading was 52 mg/dl. No treatment or medication information was provided, and the duration of the patient¿s hospital stay was unknown. There was no documentation of additional medical evaluation or intervention. At the time of the report, the patient¿s current condition remained unknown. No further details were available, and attempts to obtain additional information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.